Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet bionic pancreas displayed bg run mode with a dosing-will-stop-soon message while the user¿s freestyle libre 3 plus readings were appearing in the ilet app, and dosing resumed for seven hours after a manual bg entry. The user was guided to start a new sensor and confirmed sensor warmup on the ilet. Symptoms included hyperglycemia with a reported bg of 202 mg/dl that later decreased to 120 mg/dl. Outcomes included temporary interruption risk to automated insulin dosing with user-performed mitigation and no hospitalization. Investigation included customer service troubleshooting, user education on proper sensor pairing through the ilet app, and confirmation of sensor replacement and warmup. Investigation of this case revealed that dosing suspension warnings were associated with cgm data connectivity and that manual bg entry temporarily extended dosing until the new sensor initiated. It was concluded that the device functioned as designed with dosing protection during cgm data interruptions and that proper app-based sensor setup restored intended operation.